Event description:
A healthcare professional reported that the aspiration probe did not work as it should during a vitrectomy. It did not cut. The vitrectomy probe was replaced and the surgery was completed with no further complications. There was no patient harm. Additional information has been requested but not received to date.

Manufacturer narrative:
This is the first complaint reported for this finished goods lot. Review of the device history records indicates the order was built to specification. Upon visual inspection it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. Occlusion was observed in the clear tubing near the probe engine. The root cause of the customer's complaint is the occluded drive line which is related to an error during the manufacturing process. This defect would have rendered the device inoperable resulting in the customer¿s experience.

Manufacturer narrative:
A sample is in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).